Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was 200 mg/dl at time of incident and current blood glucose level was 427 mg/dl and above 400 mg/dl. Customer reported that they did not feel okay to troubleshooting. Customer did not used auto mode feature at time of high blood glucose event. Customer declined troubleshooting, stated that they can manage high blood glucose level and it had been documented. The devices will not be returned for analysis.